Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient was hospitalized for an infection and the device was explanted. The physician indicated that the infection was not device-related. Follow-up report indicated that the patient passed away. Nevro attempted to obtain additional information about the cause of death, but the information was not available.